Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking when the instrument was inserted into the sleeve. Additionally, the valve was not shutting when the instrument was removed and it required hitting the sleeve to get the valve to close. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing ? Hissing. If so, did the noise prevent insufflation? No please describe the noise. Pnemo leaking- hissing. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Not sure. Were you able to identify where the leak was coming from? Not sure but they think duckbill. Was a device inserted in the trocar during the leaking?yes and no if so, what device? 5mm grasped/ dissector/ bovie- all. Was any torque being applied to the trocar or device? On rare occasion but typically no.

Manufacturer narrative:
(B)(4). Were any noises heard such as whistling or hissing ? Hissing. If so, did the noise prevent insufflation? No please describe the noise. Pnemo leaking- hissing. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Not sure. Were you able to identify where the leak was coming from? Not sure but they think duckbill. Was a device inserted in the trocar during the leaking?yes and no if so, what device? 5mm grasped/ dissector/ bovie- all. Was any torque being applied to the trocar or device? On rare occasion but typically no the analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.